Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer reference number: 2017865-2019-11112. It was reported that the patient received therapy for supraventricular tachycardia. The implantable cardioverter defibrillator failed to deliver therapy after four shocks. The device had warning message for possible high voltage circuit damage and possible high voltage lead issue noted on (B)(6) 2019. Upon interrogation, the device exhibited low impedance as lead measurements were normal. The right ventricular lead threshold had increased. The physician confirmed increased threshold was likely due to failing device. The device was explanted and replaced on (B)(6) 2019. Patient was stable.